Event description:
The brake will "pop" out of the set brake position if the bed is shaken.

Manufacturer narrative:
The hill-rom service technician found the bed's foot end casters would release when the brakes were set and the bed was moved. The hill-rom field technician replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of the unit.